Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen displayed an active bolus being delivered despite the customer manually suspending the bolus. Tandem technical support reviewed t:connect logs and determined that no insulin was delivered after the customer suspended the bolus. Ultimately, the screen was cleared and customer continued using the pump for insulin therapy.